Event description:
Patient was not feeling well and felt dizzy. Nurse was able to have a wheelchair brought to the patient. When the patient sat down on the chair, the fabric seat of the chair ripped, causing the patient to fall to the floor. The patient did not receive any injuries. The weight specifications on the chair are at 300 lbs. The estimated weight of the patient was 200lbs. No harm to patient or staff.======================manufacturer response for transport wheelchair, freedom 2 transport (per site reporter).======================we are working with our purchasing department to see which specific contact we need to communicate with.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.